Manufacturer narrative:
Pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring and corroded battery tube noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 128mg/dl. Troubleshooting was performed for damage and noticed the reservoir compartment has damage. The customer stated the o-ring is gone and the reservoir is not able to lock in place. Advised to discontinue use of the insulin pump and revert to a back-up plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.